Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had sensor glucose versus blood glucose differences. The customer stated insulin delivery was suspended and the percentage difference between the sensor glucose and blood glucose was over 30%. No harm requiring medical intervention was reported. Troubleshooting was completed and no other issues were found. The sensor will not be returned for analysis.